Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-3355-4031 serial/batch number (B)(6) was received for evaluation. Functional testing could not be conducted because there is a mating part. A visual inspection revealed damage at the distal end of the tip. Signs of wear and tear. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/10//2024, it was reported by a facility representative via (B)(4) that an ar-3355-4031 4k c-mount arthroscope swivel becomes unlocked from camera. There was no case delay. This was discovered during a procedure, with no reported patient harm. Additional information was received on 7/15/2024: this was discovered during a shoulder arthroscopy procedure on (B)(6) 2024. The case was completed with a different device with no patient harm or delay.